Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a service gas system message occurred. As a result, an alternate device was used for the procedure. The preparation time was delayed, but not the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.